Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device capnography disabled warning came up, unable to gain any capnography reading. There was no reported patient involvement, therefore no health consequences or impact.